Event description:
When pulling the applicator back from applying the clip, the fallopian tube was damaged.

Manufacturer narrative:
This event also reported by femcare-(B)(4) - report #1216677-2010-0007. Unit was evaluated by cooper surgical service and repair department. The filshie clip applicator was found to function properly and the alleged failure could not be duplicated. Device passed all performance tests and the device was within specification. Femcare-(B)(4). Cooper surgical inc (B)(4).